Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A definitive cause for the reported patient effect of cerebrovascular accident (stroke) cannot be determined; however, it is the physicians opinion that the mitraclip devices/procedure did not cause or contribute to the stroke. It should be noted that the reported patient effect of stroke (cerebrovascular accident) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being conservatively filed to report the brain stem stroke. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr), with an mr grade of 3-4. One clip was implanted reducing mr to <1. Upon waking up from anesthesia, the patient was alert; however, a few minutes later the patient was no longer alert and was re-intubated. The patient had a brain stem stroke and was started on medication. It is the physicians opinion that the mitraclip devices/procedure did not cause or contribute to the stroke. The patient is stable. There was no additional information provided.